Event description:
The surgeon was performing an abdominal laparoscopy and attempted to repair the gastrostomy tube site with the endostitch; however, the needle broke and due to the malfunction, we elected to open (laparotomy performed). It should be noted that both halves of the needle were found during the procedure and salvaged. The procedure was completed and the patient tolerated the procedure well.